Manufacturer narrative:
The stent remains in the pt and the delivery device has been disposed, therefore no direct product analysis will be available. As no device was received for analysis, it is not possible to determine the root cause of the difficulties experienced with this complaint incident.

Event description:
Clinical study. Same case as 6000093-2007-01488, 6000093-2007-01489. It was reported that 651 days after a coronary drug eluting stenting treatment procedure, the pt experienced a myocardial infarction (mi). The target lesion was a 2.5mm, 99% stenosed, 65mm long portion of the mid right coronary artery (mid rca). The physician treated the lelsion with pre-dilatation and placement of three overlapping taxus express2 study stent (2.5 x 24 mm, 2.75 x 32 mm, and 2.75 x 20 mm). Following post dilatation, residual stenosis was 0%. The pt was discharged 2 days later on aspirin and plavix. About 651 days after the index procedure, the pt was admitted for a non q-wave mi. Peak enzymes were not recorded. A note to file sent july 2007 states that the event occurred at another hospital and a medical release form was signed and they are waiting on event documents. In the opinion of the physician, the relationship of the mi to the taxus stent is unk. The mi resolution is unk.